Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects. Visual inspection found no defects with the device. The device was plugged into a generator and was recognized. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The IFU states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lf1212 this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a few seals the surgeon had the feeling that the sealing of the instrument was less. There wasn't a regrasp alarm and an end tone was heard but there was no evidence of any energy delivery. They decided to open a new lf1212 and it worked well. There was no injury to the patient.